Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found rib clavicle crush damage was noted at the middle region of the lead. The optim insulation was intact at this region.

Event description:
This report is to advise of an event observed during analysis.